Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 3889-33, serial/lot #: (B)(4), ubd: 05-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was "still having a great deal of pain." Due to this, the healthcare provider thought the patient's device was too close to the nerve, so the patient "went back last year." They had a rectal electromyography (emg) surgery (not alleged related to device/therapy) and stated their healthcare provider decided at that time not to replace the implanted device because the "rectal emg showed high numbers, high voltage." The receptionist at the doctor's office told the patient to call the manufacturer regarding these symptoms. The patient inquired about doing reprogramming over the phone for this. With any of the therapy settings, they got "a stabbing knife, kind of ice pick pain." They did not know what was causing this. Due to this, it was hard to walk and sit down. The role of the manufacturer help line was reviewed and the patient was redirected to their healthcare provider to discuss symptoms. They were not sure why the receptionist wanted them to call the manufacturer. Their doctor had not checked the implant since their doctor reprogrammed the implant. The reprogramming had been "since the very beginning." The patient then stated that in 2019, they were put under anesthesia for reprogramming. They confirmed this was not a replacement and stated they had a rectal emg at that time and stated it was "at high settings." They thought the healthcare provider was going to replace the stimulator at that time, but stated they did not have to. When asked for the event date, the patient stated it had been "painful from when it was first put in 2018, and then in 2019 under anesthesia [they] reprogrammed it." The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Correction: previously submitted h10 info: "section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(6)ubd: 05-aug-2020, UDI#: (B)(6)" incorrect corrected to: "section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(6), ubd: 2021-12-14, UDI#: (B)(6)" medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.